Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with the female connector connected to a white adapter. A large red clamp was clamped on to the white luer adapter cut tubing end. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during disconnection of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed from the female connector; therefore the reported connection issue at the female connector was not verified. The reported separation between the female connector and main body was verified. The cause of the separation was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the lot number was either h20k17057 or h21b02056. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp (main body) of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. It was further reported the patient was unable to disconnect from the patient line of the cycler set; the patient line was cut. The transfer set was in use approximately one (1) week and was replaced at the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.